Manufacturer narrative:
Because both rods disengaged from the spinal construct, spineology is submitting two (2) mdrs; one for each rod. The following MDR numbers represent the rods associated with this event. Report 2135156-2016-00009, 2135156-2016-00010. Device remains implanted.

Event description:
Prior to the initial surgical procedure, the patient was positioned on a jackson table. The patient received a multi-level spinal construct with placement of intervertebral body fusion devices on (B)(6) 2016. During placement of the rods, the physician was unable to advance the rods fully beyond the tulip heads due to interference from either soft tissue or bone. Multiple radiographic images of the final construct were taken at different angles and the physician felt comfortable with the purchase/interface of the rods and set screws. Following the surgical procedure, the patient reported hearing a "pop" in his back when he was rolling over in bed. Follow-up radiographic imaging revealed that both rods had slipped from the tulip heads at the caudal end of the construct while the set screws remained in place. The physician intends to perform a second surgical procedure.